Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2021, the patient's mother reported leakage issue at the site and the site location was patient's abdomen. This issue occurred with 7 infusion sets. No further information was available.